Event description:
Reference number (B)(4). Event took place in the united states. On 07-feb-2025, a clinical diabetes specialist (cds) reported via email that a user experienced a severe hyperglycemic event, necessitating an emergency room (ER) visit. The user's blood glucose (bg) levels surpassed 400 mg/dl and remained elevated for approximately two days. Upon investigation, it was discovered that the infusion set was bent and subsequently discarded. The user suffered immediate health effects including vomiting, severe headache, lethargy, and dry mouth. In the ER, treatment consisted of both an insulin drip and an intravenous (IV) drip. While ketone testing was performed, the specific results were not disclosed, with ER staff merely indicating they were "fine". Despite the severity of the incident, the user was discharged from the ER on the same day, on (B)(6) 2025. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-03726), was submitted on 13-mar-2025. However, based on the investigation done on 18-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.